Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a hyperglycemic event while being in an active sensor session. The patient reported that were hospitalized due to uncontrollable high blood glucose readings. The patient declined to provide any further information. At the time of the report the patient was stable. No other details were documented. The root cause of the customer¿s experience was undetermined. The performance data was reviewed for the time period of interest. The data indicates that 3 separate sensor sessions were attempted unsuccessfully on the day of the reported event. Each session resulted in a sensor failure due to low counts aberration. There were no bg meter calibrations performed during the entire session and no valid egvs were recorded on the day of the reported event 10/18/2025. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a hyperglycemic event while being in an active sensor session. The patient reported that were hospitalized due to uncontrollable high blood glucose readings. The patient declined to provide any further information. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.